Event description:
During the second blood gas analysis a massive po2 drop had been detected at normal pco2, which could only be improved moderately by increasing fi02. The sechrist gas blender was returned for inspection.